Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, two incidences today with the PICC needle. The safety guard did not work x 2 today and I manually had to pull the safety cover. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism was determined to be inconclusive due to the state of the returned sample. One photograph of a 21g safecan introducer needle was returned for evaluation. An initial visual observation of the photograph showed one introducer needle with the safety mechanism clip covering the tip of the needle. The clip housing was observed to be separated from the needle shaft and was next to the needle shaft. The complaint of difficulty activating the safety mechanism could not be determined from the returned photograph. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.